Event description:
Reportedly, during an ICD replacement procedure, a connection issue occurred with the ICD involved in this MDR report. It was impossible to screw the (rv)-is1 setscrew. The screwdriver (the one provided in the packaging) gave the feeling that the setscrew just kept turning endlessly in the connector event with another screwdriver. The ICD was not implanted and returned for analysis. Another ICD was successfully implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.